Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a data upload anomaly. Technical services (ts) notified the clinic via email that the transmission had not been successfully uploaded and recommended verifying the device battery status. This device remains in service. No adverse patient effects were reported.